Event description:
Information received from the field does not address the patient's clinical status but notes that a transtelephonic monitor observed a magnet rate of 80 ppm. When the patient was seen in the clinic, the device was found to be in back- up mode b.